Manufacturer narrative:
Device was received with a blank display due to battery tube power connector not connected properly to electrical board. Reconnected power and continued testing. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s brother reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was calling with blank display back after receiving a new battery cap. Customer states the display was blank less than 30 seconds and did not returned. Customer states display was blank currently. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. Customer states the insulin pump was accidentally fell and has been bumped or dropped or recently exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.